Event description:
It was reported that the system's isd board failed and the f32 fuse blew; preventing the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The sys was tested and found to be working as intended and put back into service.